Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with chest pain, diaphoresis and constant fluttering in their chest. It was noted that the right atrial (ra) lead exhibited variable thresholds and variable p waves and on the right ventricular (rv) lead it was noted that there was no r wave measurement. Both pacing leads remain in use. No further patient complications have been reported as a result of this event.